Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07270. It was reported the pt was experiencing a shocking sensation at the ipg site whether the stimulation was turned on or off. In addition, the pt had experienced some warmth at the ipg site while recharging. The pt did not report discomfort from the warmth while recharging. F/u identified the physician explanted the ipg system in (B)(6) 2013.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.